Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a new cartridge, completed the load process, and the pump prompted the customer to load a new cartridge. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. There as no reported impact to blood glucose.